Event description:
Pt was treated in 2003. Thermage was notified of event in 03/04. Pt developed fat atrophy "indentation" on lateral forehead on upper cheek area at six weeks post treatment. In 6/04 at most recent follow-up. Fat transfer was performed in 05/2004. Pt is scheduled for follow-up with doctor in july 2004.